Event description:
It was reported the cysto-nephro videoscope could not be cleaned during the reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely due to the leak on the subject device. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was not cleaned during the processing. There were no reports of patient harm.

Event description:
It was reported the subject device [reportable customer complaint]. There were no reports of patient harm. Went wrong during washing. The scope has not been cleaned.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.